Event description:
The customer reported the left screen is flickering during cine runs. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine board. System operates as intended. (B) (4).